Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction foreign objects was found in the nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of defective angulation. This issue does not indicate a medical device reportable event. However, a medical device reportable malfunction was identified during testing at the service center. During inspection, foreign objects were found in the nozzle. There was no patient involvement.